Event description:
The customer reported that the system displayed an invalid input signal error message and would not boot up. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system was replaced. The system was then found to be operating as intended.